Manufacturer narrative:
Insulin pump had no button response on up arrow button, due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump had a scratched case and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump experienced keypad issues. When she tried to give herself a bolus, the number kept moving without her inputting anything. She reported her blood glucose level to be 243 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.